Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had surgery approximately 9-10 days ago in which the ins was turned off. Post-operatively since the surgery, the patient has had difficulty urinating and does not have their patient programmer with them. No further patient complications are anticipated or expected as a result of this event.